Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that the patient had to be off remodulin for about 36 hours. It was reported that the cassette was not attached correctly, and the patient did not hear the alarm. It was also reported that patient was having shortness of breath and difficulty to focus. Subsequently, patient was sent to the emergency room. No further adverse effects were reported.